Manufacturer narrative:
The cannula seal has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, a cannula seal broke and a plastic piece fell into the patient. The customer retrieved the broken piece, replaced the cannula seal, and continued with the procedure which was completed robotically.